Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the syringe 1ml ls tuberculin, the device experienced foreign matter in device in cannula/needle or syringe in any fluid path or component. The following information was provided by the initial reporter. The customer stated: this is a report about ink smears of syringe. According to the customer's report, the barrel and hub were smeared with ink and the hub turned grey when closely observed.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-08-25. H6: investigation summary three photos and one sample were received by our quality team for evaluation. From the returned sample, foreign matter was observed on the barrel tip. The foreign matter was sent for fourier transform infrared spectroscopy (ftir) analysis to determine the foreign matter type. The results show that the foreign matter was likely a mixture of polypropylene and silicone compounds. The foreign matter showed some peaks that were similar to that of polypropylene, likely the base material of the syringe. This was likely because there were too little foreign matter and the base material could have been extracted together. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. From the sample returned, it is observed that the foreign matter on the barrel tip has a clear semi-hemisphere shape which looks like a fingertip mark. The probable root cause could be due to the production technician do not wear gloves when handling that a piece of parts and the silicone on the fingertip was imprinted on the barrel tip. A re-training for production technicians will be preformed for not touching unpacked products and components with bare hands as well as raising awareness on the reported defects. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported when using the syringe 1ml ls tuberculin, the device experienced foreign matter in device in cannula/needle or syringe in any fluid path or component. The following information was provided by the initial reporter. The customer stated: this is a report about ink smears of syringe. According to the customer's report, the barrel and hub were smeared with ink and the hub turned grey when closely observed.